Event description:
The customer reported that while monitoring telemetry patients, monitoring was lost on six patients. The customer reported that they reseated the receiver modules and telemetry communication was restored. The customer provided images of the error messages seen in the error log. The failure was investigated by a spacelabs healthcare product support specialist (pss). The pss found that the error indicated that there was a bad packet from teh sdlc link, which results in a module disconnect. To resolve the communication disconnect, the modules can be reseated to restore the sdlc communication. Exact cause of the communication interruption could not be determined. No futher issues were observed following the reset of the telemetry receiver modules.